Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported issue. They downloaded the key log and pco files from the device, which were reviewed by a customer quality engineer, and observed the keypad operating as expected. The root cause could not be determined. The field service representative observed normal device operation through a performance inspection procedure (pip) and returned the device to the customer.

Event description:
The customer reported to physio-control that their device does not analyze. Without this functionality the device would not have the ability to function in AED mode, and the need for defibrillation therapy may not be determined or defibrillation therapy may be delayed or would not be available if needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Physio-control has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported to physio-control that their device does not analyze. Without this functionality the device would not have the ability to function in AED mode, and the need for defibrillation therapy may not be determined or defibrillation therapy may be delayed or would not be available if needed. There was no report of patient harm associated with the reported event.